Event description:
At the beginning of dialysis, pt targeted for 2.6 kg fluid removal. After treatment completed, pt gained 0.4 kg fluid - none removed. Staff indicates this is a repeating problem with this machine. MFR serviced.